Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient passed away and the cause of death would not be provided by the customer. There were no device issues at the time of the patient outcome. The pump was not explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6) was not explanted and will not be returned for evaluation. The device history records were reviewed for the heartmate 3 lvas (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2021. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.